Event description:
It was reported that there was event with a "knife insert". According to the information received: for a laparoscopic pyloric atresia a laparoscopic reusable knife shaft is used and in which a disposable knife is inserted. These knives are packed in a bag of which one side is transparent and the bags are welded as if they are ready to be brought to the or and for use. These disposables knives have been used for appr. 2 years and used as if they were sterile. Yesterday we realized that the knives are not sterile but need to be unpacked and then packed in one of the bags for the autoklave and be sterilised afterwards. It is not clearly indicated on neither the bag nor on the package that the bags are not autoclaved. This means that knives which were not sterilized have been used for operations on very small children. Note : for laparoscopic operations for pyloric astesia a reusable knife shaft in combination with a disposable knife blade is used. This is packed in a bag which is welded together as if the bag with content was autoclaved. Therefore in this department the bag was perceived as being already autoclaved. As a consequence the department has assumed that the knife blades were sterile and have therefore used the knife blades directly from the welded bag. This has been going on for almost 2 years. We have now realized that the bags are not sterile and that we have to unpack them ourselves and sterilize them in our own autoclavable bags. It is a problem that the disposable knife is delivered in a welded bag whick makes it appear sterile when it is not and that it is not clearly indicated on the package that the knife blades are not sterile.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). There is no indication on the packaging, that the devices are sterile. In the IFU, there is clearly mentioned, that the blades are non sterile and also a re-processing instruction is given there. None - device is correct labelled and IFU states that the blades are non sterile and gives processing instructions as well - furthermore, the IFU requires the sterilisation of a fully assembled pyloric knife - not of disassembled parts - so following the IFU, this never can happen.